Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon opened the implant box (large left spool), as this was the correct side and size determined by trial. But when they opened the implant box the implant in the box was a medium plus right sided implant. Surgical delay and surgeon had to downsize the implant, so not ideal outcome as this wasn't the correct implant the surgeon trialed.

Manufacturer narrative:
Please note the following corrections: d3 (manufacturer entity) and g1 (manufacturing site).

Event description:
The surgeon opened the implant box (large left spool), as this was the correct side and size determined by trial. But when they opened the implant box the implant in the box was a medium plus right sided implant. Surgical delay and surgeon had to downsize the implant, so not ideal outcome as this wasn't the correct implant the surgeon trailed.

Event description:
The surgeon opened the implant box (large left spool), as this was the correct side and size determined by trial. But when they opened the implant box the implant in the box was a medium plus right sided implant. Surgical delay and surgeon had to downsize the implant, so not ideal outcome as this wasn't the correct implant the surgeon trailed.

Manufacturer narrative:
The reported event could be confirmed since photos were sent which confirm the event noted in this complaint. A device inspection via photos revealed the device found in the dky175 lot/sn# (B)(6) is actually part # dky164 lot/sn# (B)(6). A review of the device history for the reported lots did not indicate any abnormalities with either lot. However, this event has been further escalated to nc and subsequent CAPA. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to human error. The parts mix up most likely occurred in the cleanroom during the manufacturing process. The cleanroom was the only place where the parts of the two batches were together. The records of the batches since the assembly step were wrong because the DHR 7840aw was inverted with the DHR 8276aw. A check at the stock in mbt7 confirms the mix-up of the batches because the technician found a part of 7840aw into the box of 8276aw. This was determined to be human error because the operator didn't verify the adequation between the DHR and the part during the assembly step. If any additional information is provided, the investigation will be reassessed.